Event description:
It was reported that during an unknown procedure, a large hole was found in the outer rim of the device when it was removed from the package. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Improper inflation of torniquet. Procedure converted from endoscopic to open procedure.

Manufacturer narrative:
(B)(4). Retractor sheath the analysis results of the device found that it was received with the retractor sheath separated from the upper retractor ring. Further evaluation found that a vertical tear 2-inch in length starting at the upper retractor ring side was evident. No other damage was observed. It could not be determined what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.